Manufacturer narrative:
Manufacturer's investigation conclusion: the submitted log files captured the device operating as intended at the set speed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the onset date of the post-operative asthma attack was on (B)(6) 2024. There was no causal relationship with the device. It was noted that the patient's pre-existing asthma could have been exacerbated by surgical stress.

Event description:
Additional information was received that there was no acceleration of flow at the inflow. It was noted that the patient did not have any neurologic symptoms nor hemodynamic instability.

Manufacturer narrative:
Manufacturer's investigation conclusion: suspected device thrombus was unable to be confirmed through this evaluation as the patient remained ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6). A direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted log files captured the device operating as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists pump thrombosis, hemolysis, and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced hematuria with lactate dehydrogenase rise from baseline 200-600s/ 500s. There were no other symptoms and an initial evaluation computed tomography ruled out outflow graft obstructions and twists.

Manufacturer narrative:
Section d1: brand name corrected. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was additionally reported that the patient underwent implantation of a heartmate 3 left ventricular assist device (lvad) as a bridge to transplant. Due to severe heart failure caused by dilated hypertrophic cardiomyopathy. Postoperatively, they experienced an asthma attack, leading to the discontinuation of carvedilol and aspirin (pod10). The subsequent recovery was uneventful and was discharged home 45 days after surgery. During a routine follow-up visit to the respiratory medicine department 20 days after discharge, the patient reported having noticed reddish-brown urine once. Urinalysis showed no abnormalities, but blood tests revealed elevated lactate dehydrogenase (ldh) and a marked decrease in haptoglobin. Despite the absence of neurological abnormalities, signs of heart failure, or hemodynamic instability, the presence of a pump thrombus or graft thrombosis was suspected, leading to their emergency admission on the same day. Transthoracic echocardiography did not show accelerated blood flow in the outflow cannula, and log file analysis of the lvad showed no abnormalities in pump flow or power consumption. Additionally, contrast-enhanced computed tomography (CT) scans did not reveal any obvious thrombi within the pump or graft. Differential diagnosis for hemolytic blood disorders was conducted, but no suggestive findings were noted. Mechanical hemolysis due to a pump thrombus was strongly suspected, leading to the intensification of anticoagulation therapy with heparin and the resumption of aspirin. Gradually, ldh levels decreased, and haptoglobin normalized. The efficacy of anticoagulation therapy was confirmed, and the patient was discharged on the 13th hospital day. This case significantly differs from the typical findings of pump thrombus in conventional left ventricular assist devices and provides valuable new insights into the management of heartmate 3, making it a highly significant case report.

Event description:
It was additionally reported that the patient was admitted on (B)(6) 2024 and hematuria was resolved and thought to be subject to anticoagulant adjustment. The patient stated they had orange urine. The hospital performed blood testing and found the patient lactate dehydrogenase (ldh) to increase to 500s and 600s. Extrinsic outflow graft obstruction was denied. They increased anticoagulation to observe the patient¿s condition and found improved ldh. The patient had no symptoms and was discharged on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted log files captured the device operating as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. A is currently available. The IFU lists potential adverse events, including bleeding and hemolysis, that may be associated with the use of heartmate 3 lvas. This document also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted to the hospital due to hemolysis. The patient did not haver hyperbilirubinemia (>2 mg/dl total bilirubin). The cause of hemolysis was reported to be device related causes due to transient appearance of orange urine and below the haptoglobin detection sensitivity. During their admission, the patient was treated with heparin and intensified anticoagulation and was discharged on (B)(6) 2024. Additional information was received that the patient experienced symptom of hematuria. No log files or diagnostic test results were available. The hemolysis reportedly resolved.

Manufacturer narrative:
Section d4, catalog number added. Section e1: reporter email was not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1, brand name: corrected section d4, primary UDI number: corrected no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: suspected device thrombus was unable to be confirmed through this evaluation as the patient remained ongoing on the heartmate 3 left ventricular assist system (lvas), serial number (B)(6). A direct correlation between the device and the reported events could not be conclusively established through this evaluation. The submitted log files captured the device operating as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists pump thrombosis, hemolysis, and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 ¿patient care and management¿ contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 1 and section 6 of the IFU, instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.